Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿frequent residual¿ was observed during patient infusions with an unspecified quantity of baxter non-dehp IV (intravenous) tubing sets. This was identified while the sets were in use with the spectrum iq pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.